Event description:
It was reported the pt experienced surging and fading sensations. Impedance readings were >4000 ohms on all combinations with the #4 electrode at 2.5 v. All other impedances were normal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.